Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that there was a scab, pus, and sores on the skin on the left side of the abdomen. On (B)(6) 2018 the patient went to a doctor. The doctor instructed the patient to use over the counter neosporin and put a band-aid over the reaction. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.